Event description:
It was reported the patient presented to the clinic due to hearing a patient alert for the right ventricular (rv) lead. The rv lead had impedance greater than 2500 ohms, an apparent fracture, no capture at maximum output and the r-waves seemed stable at 3.2 millivolts. The patient reported they had fallen 4-5 times in the past couple years. During the lead revision the rv lead was tested with the analyzer and impedance read greater than 2500 ohms also and there was no capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found high resistance/impedance with patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. Weekly pace lead impedance trend data shows an abrupt increase for min and max rv pace equal to 568 to inf (un-filtered data) ohms peak between (B)(6) 2012. Also, there was oversensing with ventricular non-sustained tachycardia (nst) less than equal to 213 ms between (B)(6) 2010. There was ventricular fibrillation equal to 190 ms average v-cycle on (B)(6) 2012. Also, there was interference/noise with ventricular short interval count (v-sic) equal to 114.3 counts avg/day, in 2.04 days, between (B)(6) 2012.